Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field reported event of hard reset was confirmed in the lab. It was caused by a watching mrn, because the device detected a two-second duration without either a ventricular sensed event or a ventricular paced event. The cause of the watching mrn was undetermined.

Event description:
It was reported that prior to implant, while still in sterile package, the device was found in hard reset. This device was not implanted.